Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 750cc mentor memorygel breast implant prosthesis. Post-operatively, the patient observed that their breasts were sitting high on their chest, and they never dropped lower as the patient was told they would. Furthermore, the patient states they had bilateral capsular contracture with baker grade iii ranking for both breasts. Although, a healthcare professional has only confirmed the capsular contracture of the right breast without stating a baker grade ranking as of current information. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-00298 for the contralateral event.

Manufacturer narrative:
On january 16, 2023, received additional information. The patient underwent bilateral removal and replacement with 755cc mentor memorygel xtra breast implants on (B)(6) 2023. During the surgery, a ruptured right breast implant was discovered. There were no reported procedural delays or patient consequences due to the discovery. On january 30, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 16, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in three (3) parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).